Event description:
It was reported that the intraocular lens (iol) was inserted into patient's eye, but the iol won't unfold all the way, had to cut it out of the eye. No other information was provided.

Manufacturer narrative:
Unknown/ not provided. If implanted, date: not applicable, as there was no indication that lens was implanted. If explanted, date: not applicable, as there was no indication that lens was implanted. Hence, not explanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received including patient date of birth (B)(6) 1939, right eye affected, no patient post-op injury, dr. (B)(6), back-up lens was a non johnson and johnson lens. The field below was updated. Section a2: date of birth: (B)(6)1939. Device evaluation: the returned goods authorization was received but no complaint lens and no handpiece were received. Therefore, no product evaluation can be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review it was discovered that weight of 269 was provided but was inadvertently missed in the 1st supplemental report submitted. Therefore this report is being sent. Field below is updated: section a4: weight: 269 lbs. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.